Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had a return of leaking which was unrelated positional movement. According to the patient they had previously adjusted settings on (B)(6) and wanted instructions on how to make adjustments. During the call, the patient's stimulation was confirmed to be turned on and the patient indicated they had a previous reprogramming with their healthcare provider (hcp) in (B)(6) and the programmer "told her to rotate programs after every two increases as then the nerve isn't overstimulated." The patient was assisted with adjusting therapy and confirmed feeling stimulation in the correct area. The patient was going to track their results and increase settings or change programs as needed. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated. (B)(6) 2018 patltr (con): follow-up with the patient determined that the circumstances leading up to the symptom return was that the patient changed the intensity. The patient then indicated that the device was not working like it should. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that the cause of the device not working was not known and programming change did not resolve the patient's leaking problems. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.